Event description:
It was reported that the patient was given antibiotics for sepsis. As of (B)(6) 2023, the patient had positive blood cultures and remained hospitalized and on intravenous antibiotics. The patient had a chest computed tomography that revealed mild cardiomegaly, faint patchy bibasilar interstitial opacities that may be related to low-grade edema or atelectasis/infiltrate. The patient was to be possibly listed for transplant.

Manufacturer narrative:
Related MFR # 2916596-2021-06662. Manufacture¿s investigation conclusion: a direct correlation between the device and the reported events could not be conclusively established through this evaluation. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(6). No further events have been reported at this time. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) and the heartmate 3 lvas patient handbook are both currently available. Section 1 of the IFU, "introduction," lists infection as an adverse event which may be associated with the use of heartmate 3 lvas. Both the IFU and patient handbook contain various sections regarding infection and how to prevent it. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
On (B)(6) 2023, the patient underwent a pump explant due to their chronic driveline infection. They were bridged with an impella 5.5 until the infection clears and a new heartmate 3 can be implanted.

Manufacturer narrative:
Manufacturer's investigation conclusion: the evaluation of heartmate 3 (hm3) left ventricular assist system (lvas), serial number (B)(6), did not reveal any device-related issues. A specific cause for the patient¿s reported infection could not be conclusively determined through this evaluation. Additionally, a direct correlation between the hm3 lvas, serial number (B)(6), and the reported events could not be conclusively established. (B)(6), was returned assembled with the pump cable severed approximately 8.5¿ from the pump housing. The distal portion of the pump cable and modular cable were not returned. The sealed outflow graft, outflow graft bend relief and apical cuff were not returned. Upon disassembly of the returned pump, examination of the blood-contacting surfaces revealed no evidence of developed or adhered depositions or thrombus formations that would have contributed to a flow or functional issue. Visual inspection of the pump rotor and rotor well did not reveal any obvious surface scratches or defects. The left ventricular assist device (lvad) event and periodic log files retrieved from the returned device revealed a decrease in pump flow consistent with the patient¿s explant procedure. The log files appeared to capture the device functioning as intended. (B)(6), was cleaned, rebuilt, and functionally tested on a mock circulatory loop. The device operated as intended and in accordance with manufacturing specifications. The relevant sections of the device history records for (B)(6), were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) and the heartmate 3 lvas patient handbook are both currently available. Section 1 of the IFU, "introduction," lists infection and sepsis as an adverse event which may be associated with the use of heartmate 3 lvas. Both the IFU and patient handbook contain various sections regarding infection and how to prevent it. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was admitted with sub-sternal chest pain. Blood cultures were positive for gram negative bacilli. The patient was given antibiotics.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.